Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 3708640, serial/lot #:(B)(4) , ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 3387s-40, serial/lot #:(B)(4) , ubd: (B)(6) 2019, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported the system was removed due to infection. No environmental/patient factors were known to have contributed to this issue. Labs were performed for diagnostic/troubleshooting. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.